Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during load delivery with multiple cartridges. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. Customer¿s blood glucose was 138 mg/dl. Customer declined to provide back up therapy method.